Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 21-dec-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse found the sample needle was bent due to a missing cup holder for the rack. Fse replaced the sampling needle assembly and ran qc. The results were within acceptable range. The customer also ran patient samples with results in acceptable range. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 19-nov-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, provides guidance on error 220 no peak detect. This error is generated when no peaks could be detected. This problem could be caused by different scenarios. Insufficient sample uptake due to a coagulated sample may have been processed or a short sample was processed. The solution for customer is to check the samples, buffers, and hemolysis & wash solution. The most probable cause of the reported event was due to bent sample needle due to missing adapter on the sample rack.

Event description:
On (B)(6) 2017, customer reported not getting results for quality controls (qc) and 220 no peak detect error after changing filter and hemolysis wash on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.